Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure a intellanav mifi open-irrigated ablation catheter was selected for use. It was reported that irrigation tubing was broken. The catheter was exchange and the procedure was completed successfully with no patient complications.

Manufacturer narrative:
With all the available information, boston scientific concludes the reported observation of broken tubing connector on the catheter was confirmed through investigational analysis. The intellanav mifi open-irrigated catheter was returned to boston scientific for analysis. During product analysis, it was observed the irrigation extension tubing was found totally detached/separated from the luer fitting at the adhesive joint. The investigation confirmed the reported detachment of the irrigation extension tubing.

Event description:
During an ablation procedure a intellanav mifi open-irrigated ablation catheter was selected for use. It was reported that irrigation tubing was broken. The catheter was exchange and the procedure was completed successfully with no patient complications.